Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specification. Please note attached list of additional device implanted in patient: gore excluder aaa endoprosthesis contralateral leg component pxc201200/lot#03482940.

Event description:
A gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component were implanted in 2005. In 2006, the patient underwent an open repair procedure due to migration of the device. The device was explanted and destroyed. A new gore aaa device (lot# unknown) was implanted. The patient tolerated the procedure and was last seen approx two months later, doing well.